Event description:
It was noted that on the dialysis machine the conductivity won't come up and the trans membrane pressure was negative.repairs made by the bio-med department found valve #2 on the flow equalizer to be stuck open. It was cleaned and retested. This problem had caused the water flow to increase and the total conductivity to decrease. Also the blood leak was recalibrated failed during self test).